Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. The pump was received with a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked lcd window, and a missing end cap sticker.

Event description:
It was reported that the buttons were not working properly on the insulin pump. Customer stated that the buttons are stuck and he did not receive any button error alarm. Customer stated that the numbers were not ramping but the minutes were changing. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.